Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified right coronary artery. A 3.50 x 20 synergy drug-eluting stent was selected and advanced for treatment. However, during the procedure, the stent dislodged from the delivery system in the coronary artery. The physician use another stent to crush the initial stent into the vessel wall and completed the procedure. No patient complications were reported.